Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation and component codes).

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power-up test fails code # 10 and the helium transducer was not calibrated. Device was unable to start. Patient experienced ventricular failure and died one hour after failed start of cardiosave. The device did not cause the death. However, the failure prevented its use, which had been requested by the cardiac surgeon.

Manufacturer narrative:
Updated fields - b4, b2, g1, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - b5, h6(health effect ¿ clinical code). The failure analysis and testing dept. Received part with a reported unit failure of a power up test fail code #10. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. The helium transducer was able to be calibrated which cleared the failure code 10. Ran the pump for 2 hours with no issues. No failure was found on the board. Retaining the part in the failure analysis and testing department. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the executive processor board (d670-00-0770) and safety disk (d202-00-0140). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power-up test fails code # 10 and the helium transducer was not calibrated. Device was unable to start. Patient died one hour after failed start of cardiosave.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.